Event description:
It was reported that collimator cutoff was seen on patient images, which caused the patient to be re-exposed. It was determined that the collimator needed replacement. Once the collimator was replaced the system is working as intended.